Event description:
Procedure: lobectomy. The report received states: after stapling of the lower bronchial lobe; the surgeon noticed that no staples had been applied despite three successive applications; fluid leaking; closure of the bronchus with thread (separate stitches) and covering of the bronchial tissue with a piece of fatty tissue from the pericardium.